Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Insulin pump passed displacement test properly. Insulin pump received with partially broken retainer. R&d disposition (d00529896): for (B)(4), the retainer and case near the reservoir region failed due to a large impact/drop/external force acting on the reservoir compartment. The retainer is missing from 9 to 12 o'clock. The retainer has 1.5 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. Last, this pump showed no signs of cracking on the battery tube, had major scratches present on the lcd screen, and had minor scratches and/or dents present on the keypad.

Event description:
Information received by medtronic the customer¿s insulin pump retainer ring was came off. No harm requiring medical intervention was reported. The sensor will be returned for analysis.